Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not provided. Customer addressed their bg with a manual injection. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.